Event description:
The customer contacted philips to report that just after capturing the 12-lead ECG, the 12-lead ECG and monitoring waveform was lost. There was no impact to the involved pt.

Manufacturer narrative:
A f/u report will be submitted upon completion of the investigation.